Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one broken pusurg3 from lot number 0000264491. Visual inspection of instrument performed using microscope. No defects or markings were noted on instrument and threads were present. Tip was broken off. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. No unopened product was returned for additional testing. Root cause is unknown.

Event description:
In this event it was reported that a proultra surgical tip #3 broke during use; no injury resulted.